Event description:
A pt was skin tested on 3/22/96 and 4/3/96 with negative results, and was teated on 4/23/96 with 2 formulations of collagen in the glabella and nasolabial folds. On 5/7/96, erythema was noted at the nasolabial folds. The symptoms resolved on 5/8/96. On 5/9/96, erythema and tenderness were noted at the nasolabial folds, and swelling was noted at the upper lip. Swelling was also noted at the skin test sites and lower lip; exact date of onset unknown. The physician diagnosed a hypersentivity and presecribed intravenous steroids and antihistamines. As of 7/96 (exact date unknown), the symptoms had resolved.

Manufacturer narrative:
The physician reported that the symptoms resolved after one year; in approximately the summer 1997.